Event description:
Oral intubation required a endotracheal tube attachment device. In this case the plastic portion attached to the et tube became detached from the zipper-like securing device on the facial attachment. No precautionary measures on ends of zipper-like portion to prevent the et tube holder from detaching. (I.e. Stopper, bumper). No adverse outcomes but a potential for extubation exsists.